Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service representative. The carefusion field service engineer visited the user facility on (B)(6) 2013 and confirmed that the ventilator is performing per released labeling. Carefusion has identified a potential risk associated with avea ventilators when used at higher altitudes. Therefore carefusion has initiated a voluntary field correction (2050001-08/29/13-001-c) of the affected devices to correct the error. As part of the voluntary field correction, carefusion has upgraded the devices located at this facility with software version 4.6 which resolves this issue.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative on (B)(6) 2013. "The customer is requesting onsite service for eval, operational verification of the unit. The customer recently has been using volume guarantee feature/mode and has experienced difficulty utilizing the mode the customer notes the following: alarms have consisted of frequent vte (concerning that this is a moderate not high alarm sate after 30 seconds) and noted frequent to constant messaging of pressure regulation volume limited, despite a leak less than (B)(6) our pt's have suffered from atelectrauma. Another common factor has been autocycling of rr's of 80-100 bpm, despite everything from pt to vent checking out (neoflow sensor zeroed). It has been suggested that we perform a avea flow sensor hot wire verification test to test the efficiency and/or cleanliness of our current neoflow sensors that are approx. 6 months old. Typical vent settings are as follows: vt 5-6 ml/kg, peep 5-6 cmh20, itimes 0.35-0.40, ps 5-6, rrs 20-30 bpm. Peak limits 25-35 cmh20 dependent on pt compliance".